Event description:
It was reported that balloon rupture occurred. The target lesion was located in internal iliac artery/hypogastric artery. An ob/6-6/2/80 occlusion balloon catheter was selected for use. During the procedure, the balloon threaded into the guidewire and upon inflation, the occlusion balloon burst, and the contrast came to the artery circulation. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in internal iliac artery/hypogastric artery. An ob/6-6/2/80 occlusion balloon catheter was selected for use. During the procedure, the balloon threaded into the guidewire and upon inflation, the occlusion balloon burst, and the contrast came to the artery circulation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was not returned. However, a photo was provided from the healthcare facility. It was observed the rupture reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in internal iliac artery/hypogastric artery. An ob/6-6/2/80 occlusion balloon catheter was selected for use. During the procedure, the balloon threaded into the guidewire and upon inflation, the occlusion balloon burst, and the contrast came to the artery circulation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and media inspection revealed that it is possible to observe that the balloon was rupture. No other issues were identified during the product analysis.